Event description:
The iab was inserted into the pt on 9/10/97 at 6:00 p.m. And removed on 9/11/97 at 4:15 p.m. The iab did not malfunction. The iab was removed prior to surgery due to infection. (Event complications: the pt had an infection- reported) 10/17/97 (pt's current status: discharged-rpt'd 10/17/97)